Event description:
Pt presented in 2003 with signs of withdrawal including increased spasticity, difficulty with range of motion, trouble sleeping, and spasms. The pt was given oral baclofen with little effect. Six days later x-rays showed a catheter break. Two months later a catheter revision was performed. Two weeks later the pt was still mildly sedated from the anesthesia but was having a good spasticity response so the pump dose was decreased. One month later the pt was still "loose" from surgery so the pump dose was increased and the pt is reported as doing better.